Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported following treatment with venaseal a patient formed a granuloma. The granuloma was described as a formation on the skin that appeared just above the treatment path on the thigh. The granuloma was removed, but another is reported to have presented.

Manufacturer narrative:
Additional information: the first granuloma was formed on the lower right leg 7.5 months after venaseal treatment. IFU was followed during the venaseal procedure and 70cm of the vessel was treated. Betadine and clindamycin were administered prior to excision of the granuloma. An intervention was performed to remove the granuloma 20 days after being diagnosed. A second granuloma was presented on upper right leg 3 days after removal of the first granuloma. Patient was treated with zamene, telfast and pantoprazol. Second intervention was carried out and the patient presents food edema. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/image review: a three-page word document, was received for evaluation. The document is a series of photographs from six different office visits. The first image, is of the patient¿s inner right thigh, areas or redness was observed along the great saphenous vein and where a granuloma was in prior office visits. Three photographs from an office visit show a granuloma on the patient¿s right inner calf just distal of the knee. A white-yellowish mass is visible in the granuloma. A single photograph shows a close-up of the granuloma and another white-yellowish mass is present. Two photograph close-ups of the granuloma with the white-yellowish mass. Two photographs, of the patient¿s right inner thigh and calf. The site of the granuloma on the calf is receiving wound treatment and a new granuloma is present on the patient¿s right inner thigh. A single photograph, of the granuloma on the patient¿s right inner thigh. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient¿s great saphenous vein was treated using venaseal during index procedure. Correction: event date correction. Intervention was carried out 15 days post event start date. Second granuloma event occurred 3 days post intervention and 18 days post first granuloma event. If information is provided in the future, a supplemental report will be issued.